Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was not confirmed due to a lack of sample. The root cause was due to a leak in disposable. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 5. The technical service representative (tsr) explained the alarm and assisted in troubleshooting. The home patient (hp) stated that he found a wet supply line where air may have gotten in the system causing the alarm. The tsr explained to report the alarm to the peritoneal dialysis nurse the next morning. The hp would finish the night's therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that he thinks the leak was caused by the tubing being compressed too much, thus it created a hole. The hp stated that he talked to his rn. The hp had no injuries/medical intervention. The hp was able to continue with therapy using new supplies.